Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient has been experiencing sleep apnea. There was no mention in the clinic notes concerning the relationship of the patient's sleep apnea to vns. Additional information regarding the patient's sleep apnea has been requested from the physician; however no further information has been received to date. If further information is received, it will be reported.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.